Manufacturer narrative:
H10: related records: 3011050570-2025-00055. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a 200 micron laser fiber was connected to the soltive laser unit (subject device), and as the surgeon was about to begin, a small fire ignited. The ignition area was on the plastic piece that holds the laser fiber and connects to the laser unit. The procedure was ureteroscopy with laser lithotripsy and was completed with the same device. There were no reports of patient harm. Report 2 of 2.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d10, h2, h6, h11. The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Therefore, the most probable cause is cause not established. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information from customer.